Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient's parents reported that the recipient hit his head on (B)(6) 2023 and stopped hearing with the device since then. Further proceedings are unknown.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. In addition, a complete insertion of the electrode array was not achieved at implantation surgery. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but has not been scheduled yet.

Event description:
The recipient_s parents reported that the recipient hit his head on 28-sep-2023 and stopped hearing with the device since then. Re-implantation is considered.

Event description:
The recipient_s parents reported that the recipient hit his head on 28-sep-2023 and stopped hearing with the device since then. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. In addition, electrode contact ch 12 was left extra-cochlear since initial implantation. All the problems given in the recipient report appear to match well with this finding. This is a final report.